Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Subsequently, the rv lead was surgically abandoned and replaced. The device remains in service. No addtional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the out-of-range pace impedance measurements were reproduced when the right ventricular (rv) lead was tested with a pacing system analyzer (psa) at the procedure. The physician suspects that this rv lead fractured, though this was not confirmed visually. The rv lead remains surgically abandoned. No additional adverse patient effects were reported.